Manufacturer narrative:
The lead is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device follow-up, this right ventricular (rv) lead exhibited loss of capture, as well as a decrease in pacing impedance measurements and r-wave amplitudes to less than 1mv. The patient was admitted to the hospital and the lead was explanted and replaced successfully. No additional adverse patient effects were reported. The explanted lead was expected to be returned for laboratory analysis.

Manufacturer narrative:
The lead is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during a device follow-up, this right ventricular (rv) lead exhibited loss of capture, as well as a decrease in pacing impedance measurements and r-wave amplitudes to less than 1mv. The patient was admitted to the hospital and the lead was explanted and replaced successfully. No additional adverse patient effects were reported. The explanted lead was expected to be returned for laboratory analysis.